Event description:
It was reported that the customer's cap on the insulin pump was slightly worn and that there was a piece missing. The customer's blood glucose was 164 mg/dl. The customer stated that the damage was only on the cap and not the insulin pump. Advised that replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.